Event description:
Medical records received. After review of the medical records the patient was revised to address metallosis, pseudotumor and persistent pain. Operative note reported there was trunnionosis that was debrided in the trunnion however in good shape. There was a large pseudotumor, substantial evidence of metallosis inside the femoral head this was debrided. There was soft tissue erosion but abductors were intact. Doi: on (B)(6) 2009; dor: on (B)(6) 2023; right hip.

Manufacturer narrative:
Product complaint (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, h6 health effect - clinical code . If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The information received, will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers, the investigation closed. Should additional information be received, the information will be reviewed. And the investigation will be re-opened as necessary. Device history lot: device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.

Event description:
Medical records received and stated that the operative noted that there was considerable soft tissue erosion.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient presented in surgeon's clinic with a painful right hip. Upon examination and studies surgeon elected to revise the hip since it contained an asr construct. Upon more lab work it was determined the patient had elevated metal ion levels which surgeon attributed to the metal-on-metal index construct. A MRI study also showed a pseudo tumor index surgery was performed on (B)(6) 2009 at (B)(6) hospital in (B)(6) by another surgeon. Surgeon performed a right hip revision surgery on tuesday, (B)(6) 2023 at (B)(6) hospital. Upon exposure to the joint space surgeon used a punch to disengage the femoral head construct. Both the head and neck spacer came disengaged together as a construct from the trunion. Surgeon then used a competitor¿s cup out system to break the boney in growth of the asr acetabular shell which he successfully did. Surgeon then elected to use a competitor¿s acetabular shell and acetabular liner to implants. Surgeon determined the trilock bps sz 4 std stem was well fixed and elected to keep it implanted. Surgeon then trialed the construct with depuy femoral head trials until he found the construct he liked. No index components were deemed loose. No instrumentation broke during the procedure. There were no boney fractures or soft tissue tears.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.